Event description:
It has been reported to philips that the wired footswitch is intermittently not doing any acquisitions. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was intermittently not doing any acquisitions. Upon troubleshooting, the fse checked the system and found that the hand switch was working well, but the problem with the wired pedal that was not doing any acquisitions. The fse replaced the wired footswitch and the system was returned to use in good working order. The codes were updated based on the investigation outcome.